Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 401 mg/dl. The call was transferred to the customer. Prior to the hospitalization, the customer experienced high blood glucose levels above 600 mg/dl all day long. The customer stated she had stomach pain and then began vomiting. The customer then stated that she fell and hit her head. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure tst. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.